Event description:
It was reported that during the procedure, the surgeon noticed damage to the dermatome reticulum. The skin sample would not equally stretch. There was no harm or delay reported. New information received that the meshgraft was returned from service with cut disfunction. Due diligence is in progress for this complaint. No additional information available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: poland. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during the procedure, the surgeon noticed damage to the dermatome reticulum. The skin sample would not equally stretch. There was no harm or delay reported. New information received that the meshgraft was returned from service with cut disfunction. Due diligence is complete no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. No problem found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during the procedure, the surgeon noticed damage to the dermatome reticulum. The skin sample would not equally stretch. There was no harm or delay reported. Due diligence is in progress for this complaint; to date no additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number (B)(6). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.